Manufacturer narrative:
Section d10: concomitant products left superior/ posterior augmented baseplate (cat# 320-15-07 / serial# (B)(6)) 44 short humeral head. 4.5 replicator plate. Square drive screw kit. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4 years and 3 months post the initial tsa, the patient was revised from an anatomic total shoulder arthroplasty to a reverse total shoulder arthroplasty due to a posterior dislocation of the shoulder caused by the patient doing push-ups at gym. The superior/ posterior baseplate was opened per the surgeons request. Once it was inserted, he then decided that using a posterior augment would be in the patients best interest. Following the removal of the humeral head, replicator plate, square drive, poly, peripheral pegs and central cage a posterior baseplate was used with a 38mm glenosphere. A 0mm tray and 0 mm poly were used to complete the conversion to a reverse. A 13mm stem remained from the original procedure. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Image received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the revised implants were not included once instruments were picked up.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, g4, h6, h11. MDR section codes updated/corrected: a, b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of dislocation as reported. A secondary finding would be prosthesis wear and deformation of the polyethylene glenoid component, likely resulting from the reported posterior dislocation event. However, dislocation and the series of events cannot be confirmed and potential contributions of manufacturing or user-related considerations to the event could not be assessed as radiographs and relevant product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.